Event description:
It was reported that in the central sterile department of the user facility the device that the device fractured at the hinges. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that in the central sterile department of the user facility the device that the device fractured at the hinges. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event, the hinges are broken, was confirmed. Through visual inspection, the technician observed that the hinges on the housing lid were broken. The device was scrapped by stryker.

Manufacturer narrative:
Failure analysis is in progress.